Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 09/14/2021. An investigation was conducted on 09/15/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The c-ring was observed to be transected and melted longitudinally down the center of the c-ring. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they stated that they had an issue whereby the c-ring on the vh-4000 split in half during the vein branch ligation phase. Nothing fell into the patient. They required another kit in order to finish the case. The case was completed without delay and without harm to the patient with the new replacement kit.